Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Approximately two years later, the patient expired for unspecified reasons. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
The product was buried with the patient, therefore no product was returned for reliability analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.